Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), did not reveal any device-related issues and a direct correlation between the pump and reported event could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged and the apical cuff was returned attached to the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed post-explant blood, but no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. This IFU lists bleeding, hypertension, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient woke from a nap early morning of (B)(6) 2019 and presented with nausea and vomiting along with slurred speech. The lvad team and a local emergency medical services authority was contacted. The patient was taken to the emergency room (ER) and was found to present with an asymmetrical smile. The patient presented unresponsive at the local ER, therefore was transferred to a bigger hospital where CT was taken, and the patient¿s health declined further. The patient was later transferred to the implanting facility and presented intubated, hypertensive along with elevated pulsatile index of 10. Neurology was consulted, and devastating neurological injury was reported. The spouse decided on comfort care until relatives arrived. Support was withdrawn due to due to traumatic hemorrhage stroke and the patient expired at 0116 on (B)(6) 2019. Prior to expiration and arrival to implanting hospital, the patient received kaycentra, fresh frozen plasma, keppra and vitamin k and received cardene at site. No further information was provided.